Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It is unknown when stimulation was lost, or when the ipg was last recharged. The patient's ipg was inoperable. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his ipg was explanted and replaced. Reportedly, the patient has effective therapy postoperative.